Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 7245573 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and peformance specifications.

Event description:
It was reported that during a biliary stenting treatment procedure, stent damage occurred. The customer reported that, "while deploying the stent, physician felt strong resistance and forced the stent. Due to this event, the shape of the stent tip was transformed. Another stent was tried and finished successfully." No pt injuries or complications were reported. Pt status is reported as "good".